Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿outcomes after revision of metal on metal hip resurfacing to total arthroplasty using the direct anterior approach¿ by victoire bouveau, et al, published by international orthopaedics (2018), 6 pages, https://doi.org/10.1007/s00264-018-3858-2, was reviewed. The purpose of this study was to evaluate function and radiological outcome after hra revision with a minimal one year-follow-up. The authors also sought to determine if hra revision would be associated with a decline in serum ion levels. All thas used in this study were competitor products. This complaint will capture the revised depuy products. Implanted depuy products: 13 asr hemiarthroplasties including a cup and femoral component. The remaining 4 revised hemiarthroplasties were competitor products. Reasons for revision of the asr hemiarthroplasty: 8 revisions for a loose cup 3 revisions for a loose femoral head 3 revisions for a femoral neck fracture 2 revisions for pain 1 revision for unspecified instability captured in this complaint: asr cup: implant loosening. Asr head: implant loosening. Patient harms: fracture, surgical intervention, medical device removal, pain, joint instability, inadequate osseointegration. The authors did not specify reasons for revision of the hemiarthroplasty by manufacturer. The number of depuy products associated with the above listed events is unknown."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.